Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. In addition, no contact information was provided and a follow up with the facility was not successful. Furthermore, a batch review was unable to be performed, because the lot number was reported as unknown. If a sample and/or any additional pertinent information becomes available a follow-up report will be submitted.

Event description:
Per medwatch number: mw5067917 patient involved in a fail from his motorcycle who experienced a right shoulder injury. He subsequently underwent shoulder surgery and required an interscalene peripheral nerve block. Post-op placement of peripheral nerve block complicated by approximately 3-5mm tip of catheter shearing off into the patient and becoming retained. Device is not available.